Event description:
Dealer spoke with technical services who communicated that the motor will not stay engaged.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.